Event description:
Tal palindrome dialysis cuffed dual lumen catheter placed in pt for eventual use during dialysis. After dialysis was completed, the connector port was noticed to be cracked, broken, shattered. No user event could be tracked that would have caused the port to be broken. Pt had the catheter removed, and replaced with a non-broken unit. The clinicians noticed that this was a pattern of failure, with several of these same exact ports -only the brown colored access port - getting broken. Random breakage occurred over several months, with several different pts. Al catheters were the same model from the same MFR. The only difference was the size of the catheter, as size was random, else it was always the same model. Vendor-manufacturer was contacted, and has started investigation of the failure.